Event description:
It was reported the loop of this snare detached in the pt during a colonoscopy. Cautery was being applied to the snare loop at the time of detachment. Retrieval of the detachment loop utilizing a retrieval forcep was uneventful. Another uinit was used to successfully complete the procedure. The pt's condition is good. The device has not been received by this MFR. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine the exact cause for this event at this time. However, since the MFR of this device, co has implemented a 100% in-process pull test during loop assembly which should eliminate this malfunction in the future.